Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 32mm was returned for analysis. A visual examination identified the stent was in an expanded state and was not crimped on the balloon. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. Balloon cones were reviewed, and no issues were noted. The device was returned with the stent moved on the balloon and in an expanded state therefore a stent outer diameter (od) could not be obtained. The stent od at the time of manufacturing was 0.043-inch within maximum crimped stent profile measurement.

Event description:
Reportable based on device analysis completed on 06-sep-2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent shifted or moved.